Event description:
It was reported during follow-up, fluoroscopy revealed externalized conductors. Electrical measurements were stable. The patient will continue to be monitored. The patient condition is good.